Manufacturer narrative:
Section a4, a6: information unknown/asked but unavailable (asku). Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information; however, there is no additional information available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded intraocular lens (iol) the patient experienced halos and could not drive at night after 6 months post-operatively (op). The patient was temporarily impaired. The iol was explanted from the patient's right eye. Best spectacle corrected visual acuity (bscva) post-op is 20/20 -1. There was no vitrectomy, incision enlargement, or sutures required. There was no delay in procedure and there was no medical attention or medication was prescribed outside the standard of care. Another johnson & johnson lens, model den00v 21.0 diopter was implanted as a replacement. The explanted iol is not available for evaluation. No further information is available.